Event description:
Dealer states, the unit has no audible alarm caused by the power switch.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.